Manufacturer narrative:
Evaluation of the complaint will not require return of the device to the manufacturer. Evaluation has not been completed at this time.

Event description:
It was reported that a terminal server stopped communicating. A terminal server is a component of the acuity central patient monitoring system. The purpose of the terminal server is to connect patient monitors and remote message panels to acuity's central processing unit (cpu) via an ethernet switch. The consequence of the reported problem may have included a temporary loss of patient monitoring. There was no indication of any adverse effect.